Event description:
It was reported that a patient presented for a routine generator change. During the procedure, there was atrial lead insulation abrasion noted. On (B)(6) 2025, the physician elected to cap and replace the atrial lead. There were no patient consequences.